Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: the reported information, which included a report that this female patient fell and was disoriented while in treatment on the liberty select cycler on (B)(6) 2019, was reviewed. The patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient fall and disorientation was due to the patient starting a new medication for a cardiac condition (unspecified). The patient did not trip over any fresenius product(s). The patient remains hospitalized. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support requesting assistance for cancelling treatment because the patient fell down, is disoriented, and an ambulance was coming for the patient. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient fall and disorientation was due to the patient starting a new medication for a cardiac condition (unspecified). The patient did not trip over any fresenius product(s). The patient remains hospitalized.